Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to flattened keypads and j2 connector was unlocked on lcd board noted. Unable to verify charge/battery lasts less than expected due to keypads not responsive. However corroded battery tube spring noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.